Event description:
Pt was given what was thought to be 21% oxygen by nasal canula from an air/o2 blender. Pts spo2 dropped when taken off nasal canula. Air/o2 blender found to be delivering 40% o2. Clinical engineering dept. Found air/o2 blenders selection knob not secure and valve stem seized. The blender knob was loose and would just turn on the stem, also the stem was seized and would not turn. Unit is coming in for service and needs to be evaluated as this was noticed while on a pt. George is sending in a MDR report. No other details are available at this time.